Event description:
A home pt contacted baxter's technical svc ctr for assistance regarding a "check heater line" alarm received during fill 1/6 of the home pt's automated peritoneal dialysis therapy. Per initial report, the home pt disconnected/reconnected the heater bag from the heater line of the homechoice set to check "flow." Baxter's technical svc ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.